Event description:
It was reported that while using bd preset¿ arterial blood collection syringe that i.v shields and/or protective cap comes off letting needle exposed. The following information was provided by the initial reporter: nurse was preparing to collect arterial blood for the patient. She checked the outer packaging of the arterial blood collection device and found that the arterial blood collection device had no needle cap, and the exposed needle pierced the outer packaging. The arterial blood collection device was discarded immediately and reported to the head nurse of the adverse event.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing IV shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.